Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient¿s lines had become disconnected where the cassette tubing attached to the extension set. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: the suspected device was returned for evaluation. The device history record was unable to be reviewed as no lot number was provided. The devices were visually inspected. There were no anomalies noted upon visual inspection. The device was filled with water using syringe. There were no leakage or difficulties priming observed. The complaint could not be confirmed, and a root cause was unable to be determined.